Manufacturer narrative:
Siemens filed initial MDR 2432235-2025-00027 on 22-jan-2025. Additional information (on 28-apr-2025): siemens reviewed the instrument data and noticed that the milli-absorbance units (mau) for calibrator levels were decreasing over time, which indicates the water quality was changing slowly. The customer calibrated and ran qc which recovered acceptably. Siemens further evaluated the event and determined that change in the water quality produced by the site's distilled water system feeding the analyzer which was resolved by calibrating the assay to accommodate the new water quality potentially contributed to the depressed concentrated, carbon dioxide (co2_c) results. The investigation conclusion code in section h6 was updated to reflect the additional information. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that falsely depressed concentrated carbon dioxide (co2_c) results were obtained on 2 patient samples on an atellica ch 930 analyzer. The erroneous results were not reported to the physician(s). The samples were repeated on the same analyzer. The repeat results recovered higher than the erroneous results and were clinically compatible. The repeat results were considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed co2_c results.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that falsely depressed concentrated carbon dioxide (co2_c) results were obtained on 2 patient samples on an atellica ch 930 analyzer. Calibration and quality control (qc) were valid at the time of sample processing. After the erroneous results obtained, the customer recalibrated the assay and ran qc, which recovered out of range. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse requested the customer to contact an external water supply company and verify the performance of external water supply. The cse flushed the analyzer with proper lab water. The cause of the event is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.